Manufacturer narrative:
Mindray service representative replaced the spo2 cable. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported the passport 2 monitor's spo2 function was not working which may have resulted in a loss of spo2 monitoring. No pt injury was reported.